Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the device was not returned for evaluation. The reported patient effect of perforation is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was mildly tortuous and heavily calcified. While post-dilating the xience xpedition 2.75 x 48 mm stent, a perforation was observed that was immediately covered with a graftmaster 3.5 x 19 mm covered stent. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.